Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only similar complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, drug or procedure. Based on the patient's presenting medical condition prior to the angioplasty procedure, it is unlikely the lutonix dcb's caused or contributed to the events. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the index procedure, allegedly the patient had a "purulent nail bed inflammation and periungual necrosis of the first toe left side" at the time of enrollment and the index procedure. Treatment with antibiotics, tavanic, was started during the index procedure admission. The patient was then treated with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. Reportedly, a few months later the patient's first toe left side of the target limb became inflamed from the pre-existing infected skin ulcer. The patient was hospitalized and reportedly an amputation was performed due to progressive gangrene of the left forefoot. The cec adjudicated the event as possibly related to the study device, drug or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00057 and 3006513822-2016-00058.